Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis. The customer stated that she had bent cannulas. The customer also stated that her daily totals and basal rates appear to have delivered properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.